Event description:
The facility representative had reported an infusion pump with a failure code 500. The facility representative had stated that no patient incidents have occurred since the last baxter service event. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific pt info, tubing product code and lot number in use.